Event description:
Patient contacted dexcom technical support to report cgm inaccuracy compared to blood glucose meter. Patient also reported insertion in the buttock. The device is not indicated for insertion in buttock. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.